Event description:
Ethicon ets-flex 45 endoscopic linear cutter (x 2). The first linear cutter would not engage or fire, so a second 45mm linear cutter was opened. The exact same thing happened with the second 45mm linear cutter, would not engage or fire.